Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this right ventricular (rv) lead felt the pacing two hours after the lead was implanted. The field representative confirmed that this was not diaphragmatic stimulation. The output was decreased which alleviated the patient's symptom. On the next day, the physician surgically repositioned the lead without any complications. The lead remains in service.no additional adverse patient effects were reported.